Event description:
It was reported that no sign of infection was noted when the pump was implanted. At refill in 2008, the hcp noted redness near the suture line of the pump pocket. The pt was prescribed antibiotics and recovered about one month later. The hcp suspected that the pt may have scratched the area. The device remained implanted.